Manufacturer narrative:
The insulin pump had missing segment due to bleeding lcd glass. Failure analysis was unable to perform displacement test due to missing segment. The insulin pump had minor scratched lcd window and cracked reservoir tube lip. (B)(4)

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated the insulin pump's display was blotchy. The customer stated they were unable to read the display as a result of the damage. The customer stated information was not displayed on the screen due to the damage. Customer's blood glucose was unknown. The customer reported dropping the insulin pump, resulting in the damage. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.